Event description:
I have been involved in a total of 3 car accidents due to faulty sensors on the paradigm 522 insulin pump model. Due to excessive delivery of insulin from the sensor, my blood sugar levels fell below 20 on every occasion and caused me to black-out while driving. After the 1st two accidents, I called minimed medtronic and advised them that my insulin pump was showing an a33 error at the time of the last accident. They advised me to mail the pump back to them and that they would send me a new one. One month later, they sent me a letter advising that my insulin pump had a faulty sensor which is what caused the over delivery of insulin. Of course, I kept the letter! Nine months later, I was in a 3rd car accident with the same results happening again, the a33 message appeared on my pump. After speaking with minimed once again and escalating it to a manager, it was then that I was advised that the replacement pump they had sent me was re-certified aka refurbished. Needless to say, I have obtained an attorney and am working diligently on putting an end to minimed's fraudulent ways. Dose: 1 unit, frequency: every hour, route: IV bolus. Dates of use: (B)(6) 2009 - (B)(6) 2010. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: yes.